Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's lead, exhibited a high out of range right ventricular (rv) pace impedance measurement. All other diagnostics were acceptable and there was no evidence of noise on the lead. Technical services (ts) discussed a potential lead to device contact issue and continued monitoring. No adverse patient effects were reported. Additional information was received indicating the right atrial (ra) lead began to exhibit varying pacing impedance measurements including high out of range measurements. Noise was also observed on the ra channel. The patient rarely paced in the ra, therefore the physician planned to reprogram the pacing mode to vvi 50 and may consider a revision in the future. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's lead, exhibited a high out of range right ventricular (rv) pace impedance measurement. All other diagnostics were acceptable and there was no evidence of noise on the lead. Technical services (ts) discussed a potential lead to device contact issue and continued monitoring. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's lead, exhibited a high out of range right ventricular (rv) pace impedance measurement. All other diagnostics were acceptable and there was no evidence of noise on the lead. Technical services (ts) discussed a potential lead to device contact issue and continued monitoring. No adverse patient effects were reported. Additional information was received indicating the right atrial (ra) lead began to exhibit varying pacing impedance measurements including high out of range measurements. Noise was also observed on the ra channel. The patient rarely paced in the ra, therefore the physician planned to reprogram the pacing mode to vvi 50 and may consider a revision in the future. No adverse patient effects were reported. According to additional information, this ICD system exhibited oversensing of noise on the rv lead channel. Ts found 2 stored signal artifact monitor (sam) episodes due to rv pacing impedance values greater than 3000 ohms. Ts discussed troubleshooting including possibility of a spring contact. No adverse patient effects were reported. Currently, this ICD system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's lead, exhibited a high out of range right ventricular (rv) pace impedance measurement. All other diagnostics were acceptable and there was no evidence of noise on the lead. Technical services (ts) discussed a potential lead to device contact issue and continued monitoring. No adverse patient effects were reported.